Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 684 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) reported bhi checked patient's pump on 04-mar and found it had a motor stall that started on 02-mar. Patient was referred to managing physician and ended up going to the emergency room ( ER) and was eventually intubated due to baclofen withdrawal. Bhi checked the pump again on 05-mar and found it had recovered. Pump replacement was scheduled and then rescheduled and was currently planned for 09-mar.